Event description:
It was reported that cartridge alarm 20 occurred and load process did not complete as expected, but issue did not cause blood glucose to exceed critical levels. There was no adverse impact to the customer's blood glucose level. Customer repeatedly attempted to reload same cartridge until pump accepted it and was able to successfully load cartridge and resume insulin therapy, and issue was considered resolved with no further action reported.